Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2010, inratio: 3.4, lab: 2.37. Pt's target therapeutic dose is 3.0-3.5.